Manufacturer narrative:
Product complaint # (B)(4). Information was received indicating that the revision was performed to treat loosening of the tibial tray. The tibial insert, femoral component, and patella were removed to access the loosened tibial tray. Due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable as there is no allegation of deficiency or patient harm, additional follow up is being conducted. Further updates will only be provided if additional information is received that changes the regulatory determination.

Event description:
It was reported that pfc implants were revised due to suspected loosening at tibial surface.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.